Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump was unable to connect to the test mini link transmitter with the glucose sensor simulator due to the faulty component. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
It was reported that the customer had a radio frequency programmable integrated circuit failed self test alarm on the insulin pump. Customer's blood glucose was 10 mmol/l. Customer stated that she tried to connect a sensor the day before but the pump would not connect. Customer was advised to perform a self test and an error was found. Customer was advised that the pump needs to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.